Event description:
The patient stopped recharging their implantable neurostimulator. Five weeks later, she stopped feeling stimulation sensation. The patient was able to charge after using the antenna locator feature of the recharger. A power on reset message was noted. The plan was to continue charging to 50% and then clear the power on reset. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).